Event description:
It was reported that the biomedical engineer was using a sigma pace 1000 and the switched test leads on the external pulse generator (epg) and the atrial channel was measuring out of specification for the ventricular channel. The biomedical engineer used an oscilloscope and determined that the issue was with the patient cable and not the epg. Also, the battery drawer on the epg was somewhat difficult to open, which caused the plastic end of the cap to be pulled off. The three bottom screws were loosened a quarter turn and the issue was resolved. The epg remains in use, however the patient cable was discarded. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).